Event description:
There was no patient involved in this event. This device malfunctioned because it was snitching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. The device failed a self test on (B)(6) 2012 due to a low battery. The device issued a "warning low battery, device service required" prompt. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.